Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this tachy lead was a case of attempted implant due to unknown product performance issue. Additional information indicated that this lead was repositioned many times and the electrophysiologist thought that the helix was stretched. This lead was never in service and was discarded. No additional adverse patient effects were reported.